Event description:
The pt was not able to adjust his stimulation. The pt programmer display was showing the "call your doctor" icon. A por (power on reset) condition was noted. The pt was able to turn the implantable neurostimulator (ins) on and ins battery icon was fully shaded on the pt programmer. This action resolved the reported issue.

Manufacturer narrative:
(B)(4).